Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. The patient was in stable condition and would continue to be monitored.